Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On (B)(6) 2024, it was reported by the spouse that the patient missed an alert due to no audio output (no audio alarm) from the mobile device app. The event occurred in august 2024 after the sensor was inserted in the abdomen. The patient uses insulet omnipod5 in modified closed loop. The patient was not home at the expected time, so the spouse tracked him. He was discovered unconscious and diaphoretic on the side of the highway. The souse administered nasal glucagon and called an ambulance. The bg was 20 mg/dl and the dexcom screen was showing "urgent low." The patient reportedly never heard the alarm. The patient was taken to the emergency department (ed) and treated further with IV of glucose. He was discharged the same day at 9pm. During the report 6 months later, he was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information was available.